Event description:
The following info was provided through a study. A male with retinal detachment and a retinal tear had a vitrectomy in 2005. Residual product was identified in the subretinal space and anterior chamber the following month. The retina re-detached and in 2006, another vitrectomy was performed and residual product was removed. The pt's outcome was described as improved. The surgeon considers this event to be non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.